Event description:
The customer suspects that falsely reactive alinity I hbsag results were generated for a patient sample. The following data was provided. Sid: (B)(6). Initial result 0.69 iu/ml (reactive). Repeat result 0.73 iu/ml (reactive). Alinity I hbsag confirmatory result 102.2% (confirmed positive). The patient is a 75-year-old male dialysis patient. All other hepatitis b markers were nonreactive. Anti-hbc 0.60 s/co. Anti-hbe -0.1 %inh. Hbeag 0.361 s/co. Anti-hbs 0.29 miu/ml. Previous results for the patient from (B)(6) 2022 were provided. Hbsag: reactive. Anti-hbs: nonreactive. Anti-hbc: nonreactive. Hbeag: nonreactive. Anti-hbe: nonreactive.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Historical performance in the field of reagent lots using worldwide data through abbottlink was evaluated. The patient median results for the complaint lot are comparable with all other lots in the field and within established baselines, confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 43164fn00 was identified.